Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, event history log review, functional testing, and service history review were performed. The damaged pole clamp knob and pole clamp pad were identified during visual inspection. The cause of the condition was not determined. To correct the condition, the pole clamp knob and pole clamp pad were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged pole clamp knob and pole clamp pad. No additional information is available.